Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a saccular 5 cm in diameter aortic aneurysm. Vessel morphology was reported as the proximal thoracic aorta neck is 32mm in diameter, and the distal thoracic aorta neck is 27mm in diameter. It was reported that the device was implanted at zone 2, and there was a proximal type I endoleak on the greater curvature of the aneurysm. The physician stated that the adjustment of parallax difference was not accurate. It should have been implanted about 3mm longer. The thoracic neck length was just 20mm so that endoleak would not have been occurred if the adjustment of parallax difference was accurate. The endoleak was minor and the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: (adjustment of parallax was not adequately performed).